Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, tissue caught in jaws of staple gun during the procedure while resecting some tissue and the surgeon could not open jaws due to cartridge jam. The tissue was cut using electro surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.